Event description:
While pt was on cardiopulmonary bypass for resection of subaortic membrane due to subaortic stenosis, the bypass pump oxygenator developed a leak. The oxygenator was changed within approximately two minutes and without pt outcome. There was no pt outcome to this event. This report is precautionary in nature.